Event description:
A malfunction on the pump was reported by the caller, and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.